Event description:
As reported, the stent of a 6mm x 100mm smart control self-expanding stent (ses) delivery system jumped forward when the sub-stent reached the lesion location segment for release, with no point of coverage to the lesion. After release, the stent continued to slide below the clavicle. An unknown device was then used to clamp the stent and pull back with force. The smart stent was replaced with an unknown stent. After release of the new unknown stent, there was smooth blood flow, and the stent was stabilized. There were no reported injuries to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the stent of a 6mm x 100mm smart control self-expanding stent (ses) delivery system jumped forward when the sub-stent reached the lesion location segment for release, with no point of coverage to the lesion. After release, the stent continued to slide below the clavicle. An unknown device was then used to clamp the stent and pull back with force. The smart stent was replaced with an unknown stent. After release of the new unknown stent, there was smooth blood flow, and the stent was stabilized. There were no reported injuries to the patient. The device will be returned for evaluation. Addendum: product evaluation revealed a separated guidewire lumen on the smart control ses delivery system.

Manufacturer narrative:
Complaint conclusion: as reported, the stent of a 6mm x 100mm smart control self-expanding stent (ses) delivery system jumped forward when the sub-stent reached the lesion location segment for release, with no point of coverage to the lesion. After release, the stent continued to slide below the clavicle. An unknown device was then used to clamp the stent and pull back with force. The smart stent was replaced with an unknown stent. After release of the new unknown stent, there was smooth blood flow, and the stent was stabilized. There were no reported injuries to the patient. The device was returned for analysis. A non-sterile unit ¿pkg assy 6x100 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked to proceed with the evaluation. The stent was fully deployed and was not returned for analysis. The unit presents an inner lumen separated condition located approximately 8cm from the distal tip. Also, a kinked condition was noted in the outer sheath, located approximately on 29cm from the distal tip. No other outstanding details were noticed. Dimensional analysis was performed to identify the measurement of the kinked and separated area. In addition, dimensional analysis was performed to verify the ID/od measurement near the separated area. Dimensional analysis results were found within specification. Sem analysis was not performed as the damages associated with the separation are visible with the magnification obtained with a vision system. The separated area was inspected using a vision system to obtain a magnified image observing both edges of the unit presented evidence of elongations and plastic deformations. The elongations found on the plastic material and the plastic deformations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. No other anomalies were observed during microscopic examination. The reported ¿stent migration¿ could not be confirmed as the stent has been deployed from the returned device and not returned. Additionally, due to the nature of the complaint it is difficult to confirm as this cannot be replicated in the lab and procedural images of the stent ¿jumping forward¿ were not provided. Subsequent findings of ¿guidewire lumen (inner shaft) separated¿ was confirmed during device analysis; however, the exact cause cannot be determined. Analysis revealed a separation 8cm from the distal tip and a kinked condition to the outer shaft of the returned device. The separated area presented evidence of elongations and plastic deformations suggesting the device was induced to forces that exceeded its material yield strength. Based on the information available for review, and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer. However, there were no problems deploying the stent; therefore, it is likely procedural factors and handling of the device contributed to the events involving the returned device. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. Prior to stent deployment, remove all slack from catheter delivery system (see ¿stent deployment/ procedure¿).¿ as stated in the IFU, 4. Slack removal, ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion site. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the target lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.